Event description:
Patient was revised to address subsidence of the tibial tray. The tibial tray was also loose at the cement/bone interface; however, the manufacturer of the cement used at the time of original implantation is unknown. Osteolysis and poly wear of the insert were also reported. It was also learned that the patient was previously revised on (B)(6) 2000 to address lateral patellar malalignment (medical records seem to indicate this was ligament-related), and loosening of the tibial tray. The loosening interface is not indicated. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted tibial bearing confirmed unanticipated polyethylene wear. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The root cause of the polyethylene wear is attributed to third body debris being introduced into the joint space. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.